Manufacturer narrative:
Date of event is estimated. A case of lead replaced due to impedance issues was reported to abbott. The patient's lead/ipg were replaced on (B)(6) 2023, no complications during the procedure and therapy restored. No explanted product is being returned, facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-05043, 3006705815-2023-06840. It was reported that the patient's scs system was not providing adequate therapy. Additionally, the patient's drg system had impedance issues and patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein both systems were explanted and replaced and the drg ipg was repositioned on (B)(6) 2023 to address all issues.